Event description:
New information received notes the noise was addressed by a procedure on (B)(6) 2021. The physician upgraded the pacemaker and moved the existing right ventricular lead to the left ventricular port to keep it active, while adding a new right ventricular lead.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, e1, g3, h1, h2, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise. Intervention discussed but no changes were reported. The patient was stable.